Event description:
A pt was being treated for a deformity. He had at least one vertebral segment correction with a partial osteotomy and was implanted with a vas3 construct. The vas3 screws loosened from the rod and the lumbar construct loosened. All implants currently remain in the pt.

Manufacturer narrative:
Device currently remains in the pt. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. Synthes is unable to determine a 510(k) # without a part number. No investigation could be performed, no conclusion could be drawn as no device was returned.